Event description:
Received an electronic report of an arterial line separation at the connection next to the saline t. The clinic manager was called and additional info was received along with the treatment sheets. The separation occurred at the onset of dialysis. A new set of bloodlines were set up on the machine and the treatment was able to be completed as ordered without ill effect to this pt. The rn manager stated that as a result of this incident, approx 25 ml of blood loss resulted to this pt. No further medical intervention was required or ordered from this event. A sample is available for evaluation. The pt was discharged to home at the end of dialysis.